Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic proglide instructions for use (eifu) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported that this was an arteriotomy closure of the calcified iliac artery using a proglide device after an angioplasty procedure using a 6f sheath. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, no bleed back was observed from the marker lumen. The device was removed, manual compression was applied and then a second proglide device was deployed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.